Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 6/18/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can you identify the lot number of the product that was used? Was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Please provide the source or name and title of the external person providing answers to follow-up to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Per user facility medwatch form, #mw (B)(4) . It was reported that a patient underwent a pacemaker impant procedure on (B)(6) 2024 and suture was used. During pacemaker implant with pocket closure procedure, physician used suture out of a pacemaker pack to close a pacemaker pocket. Needle driver was used to push the needle through the skin and suture needle broke in half. The needle was stuck in patient's pocket but quickly removed by the physician. There were no patient consequences reported. Additional information was requested.